Event description:
The pt had both mammary prostheses implanted in the early 1980's. She later developed capsular contractures with accompanying discomfort. Eventually, the breasts excessively drooped, giving them an extremely abnormal appearance. Correction of her condition required surgical removal of the mammary prostheses and a mammoplasty. Saline-filled prostheses replaced the explanted prostheses.